Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective insp block - inspiration valve nt customer already verified that the sinter bronze filter and o2 cell is seating properly. As a resolution, advised customer to check sinter bronze filter and o2 sensor then do the blower check test. Customer confirmed that the vent fixed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, log analysis found 316 error along with the 401 error. Advised to check sinter bronze filter and o2 sensor then do the blower check test and resend the logs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us ventilator had tf alarm 400 -inspiration valve or device leaky. Furthermore, there was no patient associated with the event.